Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was noted and no treatment was prescribed. An access site dissection and hemorrhage was reported. A percutaneous transluminal angioplasty (pta) was performed and a stent was placed. No additional adverse patient effects were reported.